Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Phone number not provided by customer.

Event description:
(B)(4) fse (field service engineer) reported the unit will not boot up. No patient/user harm reported.